Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that after inserting a tampon she pulled out the applicator but only the plunger came out. The applicator barrel remained inside of her vaginal cavity along with the tampon. She was able to manually remove the barrel with the pledget and did not seek medical attention. She did not experience any adverse health effects.